Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged throat pain related to a dreamstation auto CPAP. The patient reported medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged throat pain related to a dreamstation auto CPAP. The patient previously reported medical intervention. The device was returned to a third-party service center. The issue that was not heated was not confirmed. Confirmation of heating is not performed at the repair center. Performed functional test and confirmed that there was no issue.

Manufacturer narrative:
Previously submitted report was incorrectly filed with incorrect evaluation method code grid (1). In this report, evaluation method code grid (1) updated and corrected.